Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the screen no longer illuminates when plugged into a power source or when the wake button is pressed. There was no reported impact to customer's blood glucose level. Customer indicated they have back up manual injections for continued insulin therapy.